Event description:
Customer reports that during an urology procedure the table would not move into reverse trendelenburg. The physician was able to complete the procedure by altering his procedure and ending the case without his preferred view. No patient injury, but no additional details are known.

Manufacturer narrative:
Field service engineer (fse) found the monitor arm feedback potentiometer b was slipping due to a loose set screw on potentiometer shaft was allowing gear slippage. Since the feedback potentiometer was slipping, the feedback was not correct so the table thought the monitors were in the way even though they weren't. Fse tightened set screw and calibrated monitor arm assembly per hydrajust dr service manual 4041004 and completed service checklist qssrwi4.1. Unit passed checkout procedures and was returned to the customer for service.